Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered a fall approximately 3 months ago and began experiencing pain at the ipg regardless of charging. The patient experienced uncomfortable heating while recharging and pain at ipg site. The patient states that after 20 minutes of recharging her scs system the warmth became unbearable and the site was red, however there were no burns. She reports weight fluctuations. The pain is at the ipg site and causes hip pain and radiates down her leg. The patient was sent a replacement charging system and surgical intervention may be pending to address this issue. Follow up information identified the patient underwent surgical intervention to relocate the ipg site on (B)(6) 2015